Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Zoll investigated multiple devices, logs, and electrodes from (B)(6), including a comparison between conmed padpro and zoll radiotransparent electrodes. Periods of pads on/off and pd core warning 247 indicate that pacer output was active without valid patient impedance, suggesting a patient prep or electrode application concern. The device passed all functional testing including pacing and a full defibrillation cycle and internal inspection found no defects. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.